Manufacturer narrative:
Device not received. No evaluation will be performed. If device or additional information becomes available a supplemental report will be issued.

Event description:
It was reported by the surgeon that the patient has an infection after implantation of a gamma 3 nail. On jan 25th, 07, the surgeon informed us that the patient died 10-12 days after surgery.